Event description:
Customer reported that a pt sample containing anti-lea did not react with 0.8% surgiscreen lot 8ss375. Customer reported that two units were transfused and during transfusion of the second unit the pt experienced a transfusion reaction. The pt's symptoms include chills, tachycardia, increased pulse and increased respiration. The transfusion of the second unit was stopped. A repeat antibody screen was performed on the pt's sample at another facility using 0.8% surgiscreen lot 8ss375. A positive result was obtained with cell 3, the reaction was 2+. A reference lab associated with the customer site has indicated that the pt's sample contained both anti-lea and anti-leb.